Event description:
A complaint report was received alleging that a customer experienced an electric shock while unplugging a power cable from a multiplug (power strip) that was sitting on a floor and connected to an uninterruptable power source (ups). This customer also reported that a fluid leak from a ventana benchmark xt automated slide stainer had resulted in fluid contacting the floor in the same area that the power strip was sitting. Upon examination of the benchmark xt instrument by ventana field service personnel, two cracked in-line filters were found. It was not confirmed whether the cracked filters created a leak that resulted in the fluid seen visually on the floor, but that scenario is possible. The customer received an electrical shock on her left hand while unplugging the benchmark xt from the power strip. An electrician at the customer site made repairs prior to ventana field personnel arriving at the site. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
The user was shocked while disconnecting the benchmark xt instrument from a multi-plug powerstrip. The power strip was sitting on the floor surface. It is possible that a fluid leak from in-line filters in the ventana benchmark xt automated slide staining instrument sn (B)(4) may have caused the area of the floor around the power strip to become wetted with fluid. This fluid may have contributed to the user being shocked while unplugging the instrument. The operator's manual for the benchmark xt instrument contains the following labeled precautions. Warning: good electrical safety practice should be observed. It is recommended that the stainer power strip not be placed on the floor and that mats be placed around the stainer to avoid risk of electrical shock in the event of reagent spills or leaks. The customer indicates that they no longer position the ups or power strip on the floor. The benchmark xt was repaired and returned to service by replacing the in-line filters.